Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The complaint/event occurred on an unspecified date and involved a chemolock¿ port. The report stated that there was difficulty with priming of line using alaris tubing. There was no report of human harm as a result of this complaint/issue.